Event description:
It was reported, the customer was experiencing high blood glucose. The customer's blood glucose reached 500 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty from their high blood glucose. Troubleshooting found two carbonated air bubbles in the customer's tubing. It was also found the customer did not have a bent cannula after removing their infusion set. Customer stated their cannula was not occluded. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.